Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized two days prior to the event for pd catheter repositioning issues. While hospitalized, the patient acquired peritonitis manifested as cloudy effluent. The cause of the peritonitis was unknown. The same day as diagnosis, the patient was treated with vancomycin intraperitoneally (ip) for five days (dose and frequency not reported) and ceftazidime ip daily for fourteen days (dose not reported). The patient was discharged seven days after admission and reported to be recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h08043, h13k01019, h13i06037, and h13k14046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.